Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed loss of capture (loc) and sensing issues. The lead had dislodged. The patient was seen for a revision procedure. Upon opening the pocket, it appeared that the system had been twiddled. The system was explanted, replaced and has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.